Manufacturer narrative:
Date rec'd by MFR: 18nov2019. The customer did not respond to requests for additional information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04nov2019.

Event description:
The customer reported that the ventilator¿s touch screen would not calibrate. There was no patient/user involvement.